Event description:
A pt reported experiencing inaccurate erratic results with an ot ultra meter. The pt's blood glucose results were 18.3mmol, 8.7mmol, 10.4mmol, 7.4mmol. Tests were done within 20 mins with a difference of 47%. Pt did not experience any adverse events. No further info has been reported.